Manufacturer narrative:
Insufficient information provided and at this time we are unable to confirm if the device caused or contributed to a serious injury. If further information becomes available a follow-up report will be submitted.

Event description:
Liquiband optima was used after testicular traction surgery. No specific issues were noted during the application of the glue. 8 days later, the patient developed abscess under glue and brown crusts occurred. The surgeon stated that abscess can be seen in this type of surgery.